Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt.

Manufacturer narrative:
This complaint is a duplicate of case-2018-00038910 MFR report#:1016427-2018-01922. No subsequent reports will be submitted under this case.

Manufacturer narrative:
Correction to product code.